Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) due to shock. The health care professional (hcp) called technical services (ts) and requested a review of the stored ventricular episode. Upon review, ts noted that the patient appeared to have been in a ventricular tachycardia (vt) rhythm and the device appropriately delivered seven bursts of anti-tachycardia pacing (atp) in an attempt to convert the rhythm, however, one of the atp bursts appeared to have accelerated the rate of the vt which led to the device to deliver a shock. The delivered shock was able to convert the rhythm. Ts discussed programming optimization options with the hcp. At this time, the device remains in service. No additional adverse patient effects were reported. Subsequently, additional information was provided that reported that this ICD device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) due to shock. The health care professional (hcp) called technical services (ts) and requested a review of the stored ventricular episode. Upon review, ts noted that the patient appeared to have been in a ventricular tachycardia (vt) rhythm and the device appropriately delivered seven bursts of anti-tachycardia pacing (atp) in an attempt to convert the rhythm, however, one of the atp bursts appeared to have accelerated the rate of the vt which led to the device to deliver a shock. The delivered shock was able to convert the rhythm. Ts discussed programming optimization options with the hcp. At this time, the device remains in service. No additional adverse patient effects were reported. Subsequently, additional information was provided that reported that this ICD device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) due to shock. The health care professional (hcp) called technical services (ts) and requested a review of the stored ventricular episode. Upon review, ts noted that the patient appeared to have been in a ventricular tachycardia (vt) rhythm and the device appropriately delivered seven bursts of anti-tachycardia pacing (atp) in an attempt to convert the rhythm, however, one of the atp bursts appeared to have accelerated the rate of the vt which led to the device to deliver a shock. The delivered shock was able to convert the rhythm. Ts discussed programming optimization options with the hcp. At this time, the device remains in service. No additional adverse patient effects were reported.